Event description:
As reported by the user facility: customer user device with cancer drug, taxol. During use, leakage was found from the caresite valve. Info on the duration of use for the caresite valve could not be obtained.

Manufacturer narrative:
(B)(4). One set, without packaging, was received fro evaluation. The set was visually examined under magnification. A crack was observed on the molded caresite body of the set (cavity # 20b). The crack was at the knit line and started from the top of the caresite extending down to the bottom of the luer threads. Crazing lines and stress marks were evident at the area of the crack. Without the lot number, a thorough evaluation could not be performed. Although the duration of use for the caresite valve confirmed, it is indicated on the instructions for use (IFU) for the reported product catalog number, "the caresite luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." Based on the results of this investigation. No conclusions can be made regarding the cause of the reported event. If additional pertinent info becomes available, a follow-up report will be filed.